Manufacturer narrative:
(B)(4). A photograph of the device has been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not received for evaluation; however, a photo of the device was received. Visual inspection of the photo did not verified the reported condition. A retained sample was evaluated and visual inspection and functional testing were completed. Visual inspection and functional testing did not reveal any abnormalities related to the reported condition. The cause of the condition could not be determined. In order to address this condition the involved personnel were given awareness training. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Corrected data: (the lot was produced on 02/23/2013 not 02/23/2014.) The sample was not returned; however, a photograph was provided for evaluation. During photographic inspection the tubing was observed to be separated from the port of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the separation is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site separated from the tubing of a solution administration set. This occurred during infusion. There was no patient injury or medical intervention. No additional information is available.